Event description:
Distal tip of flexiflow naso-gastric tube noted to be in fundus of stomach. On 5/26/99 feeding tube inserted, placement verified via radiograph. On 5/28/99 to or for parathyroidectomy. Between 6/1/99 and 6/2/99 free floating tip of feeding tube noted to be in stomach (no films taken between 5/28 and 6/2).